Event description:
It was reported that patient experienced erosion. Patient underwent a revision surgery of his inflatable penile prosthesis (ipp) . Cylinders and pump were explanted and removed. No information about the patient outcome is available at the moment. Additional information was requested. No further in formation is available. Should further pertinent information be provided, a supplemental report will be submitted.